Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): device not returned, no investigation is possible.

Event description:
It was reported that during the implant procedure the helix would not easily extend, and once extended, it could not be retracted. The lead was not implanted. No patient complications have been reported as a result of this event.